Event description:
Alleged event: healthcare professional reported "textured to smooth...concern of the product" of a non- (B)(6) device. This record is for the right side. The device remains implanted. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).